Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise. Low r-wave measurements were also noted. An invasive procedure was performed. The lead was replaced, however noise was still noted when the new lead was connected to the device. The device was then replaced and the noise was resolved. Damage to the device header was noted. No additional adverse patient effects were reported.